Event description:
The patient underwent fibula free flap surgery for traumatic defect of the left mandible (gun shot wound). A synovis (B)(4) flow-coupler was used to complete the venous anastomosis. The device coupled correctly and the surgery was completed without incident. The surgeon noted nothing unusual about the position of the doppler probe wire when it was placed. Blood flow to the flap was monitored with the device for five days. Removal of the doppler probe wire five days post-op was unsuccessful. The surgeon reported significant resistance and ultimately cut the probe wire. That same day the flap began to fail and the patient was taken back to the operating room for revision microvascular anastamosis and debridement of intraoral skin paddle. During revision surgery the probe wire did appear to be caught in the soft tissues. The probe wire was removed at that time. The revision surgery was reported to be successful and the patient was discharged 22 days after implant. Additional hospitalization time was noted.

Manufacturer narrative:
According to the device history record, the devices met specification prior to market release. A 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process. No functional testing was performed. The device has not been returned for evaluation.